Manufacturer narrative:
Other relevant device(s) are: product ID: 9734900, serial/lot #: unknown; product ID: 9734899, serial/lot #: unknown; product ID: 9731858, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The issue was confirmed and the fan, multi-out, and media drive power cables were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the surgeon monitor was freezing. The issue was found prior to a case when the software was in registration. The manufacturer representative found that the computer was cycling and the cables to the fan were frayed. This caused a short in the system fan cabling. There was no patient present at the time of the event.